Manufacturer narrative:
(B)(4).

Event description:
It was reported lower out of range pacing lead impedance was observed and had been trending since december of last year. The patient is set to return to the clinic for further testing of the lead. No further information is available.